Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported "the device fell after being transported in an ambulance. The cable holder arm is damaged. The helium cylinder locking knob is damaged and needs to be replaced. A functional check is requested. At the time of the incident, the device was not in use, with no patient connected. The helium cylinder support was replaced, including the locking screw. Functional checks and diagnostic tests. Regular functional tests. Repair completed. The device has passed all performance and safety tests according to manufacturer specifications. The device has been returned to the customer and authorized for clinical use. A new quote for the supply of a new infusion pole will follow.

Event description:
It was reported that after being transported in an ambulance the cs300 intra aortic balloon pump (iabp) had a fall, and cable holder arm and helium cylinder knob is damaged and needs to be replaced, there was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings).

Event description:
It was reported that cs300 intra aortica balloon pump had a fall, and cable holder arm and helium cylinder knob is damaged and needs to be replaced, there was no patient ivolved.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings, component code).